Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down there was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.